Manufacturer narrative:
The reported event that screwdriver bit axsos t20, ao fitting 5.0mm locking set was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by mishandling of the device. The device inspection revealed that the tip of the screwdriver is broken and it presents signs of corrosion as well as signs of fatigue breakage. The breakage was therefore, probably caused by a combination of poorly maintenance of the device and by excessive force applied on the blade. The corrosion signs found are a sign of poor maintenance of the device. The proper maintenance instructions are given by the cleaning, sterilization and maintenance guide and should be followed. Moreover, stryker does not specify the numbers of use of this screwdriver, therefore careful inspection must be performed before using the devices to determine if they are still proper for use. Note, as stated in the cleaning, sterilization and maintenance guide (l24002000): ¿stryker trauma & extremities does not typically specify the maximum number of uses for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date.¿ [original statement(s)] additionally, it was reported that the customer did not use a torque limiter device in combination with the screwdriver. This is a contraindication of what is recommended in the operative technique. Note, as stated in the operative technique (axsos-st-33 en axsos distal lateral femur stainless steel optech): ¿final tightening of locking screws should always be performed manually using the torque limiting attachment (ref 702751) together with the solid screwdriver t20 (ref 702754) and t-handle (ref 702430) (fig. 18). This helps to prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 6.0nm. The device will click when the torque reaches 6.0nm.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that the very tip of a large fragment screwdriver sheared off whilst being used during the case. The tip was not lost into the wound.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the very tip of a large fragment screwdriver sheared off whilst being used during the case. The tip was not lost into the wound.